Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence and swelling in the genital area. During the outpatient visit, the physician verified that the control pump was retained in the lower part of the scrotum, and upon exposure, it was completely exposed from the scrotum. The physician scheduled a removal surgery for (B)(6) 2025. The physician confirmed that the device was operating normally, and there were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) underwent a comprehensive analysis. Microscopic examination revealed no damage or abnormalities; the pump, cuff, and balloon passed the test. Leakage examination revealed no leaks were detected; the pump, cuff, and balloon passed the test. Functional examination revealed the pump and cuff passed functional testing; the balloon was not functionally tested due to missing lot information. The reported extrusion, urinary incontinence, swelling, and pump migration are recognized risks associated with the use of this device and are documented in the instructions for use. Based on the available information, the investigation was concluded with a determination of known inherent risk of device.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence and swelling in the genital area. During the outpatient visit, the physician verified that the control pump was retained in the lower part of the scrotum, and upon exposure, it was completely exposed from the scrotum. The physician scheduled a removal surgery for (B)(6) 2025. The physician confirmed that the device was operating normally, and there were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence and swelling in the genital area. During the outpatient visit, the physician verified that the control pump was retained in the lower part of the scrotum, and upon exposure, it was completely exposed from the scrotum. The device was explanted. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) underwent a comprehensive analysis. Microscopic examination revealed no damage or abnormalities; the pump, cuff, and balloon passed the test. Leakage examination revealed no leaks were detected; the pump, cuff, and balloon passed the test. Functional examination revealed the pump and cuff passed functional testing; the balloon was not functionally tested due to missing lot information. The reported extrusion, urinary incontinence, swelling, and pump migration are recognized risks associated with the use of this device and are documented in the instructions for use. Based on the available information, the investigation was concluded with a determination of known inherent risk of device. Correction to field b2: outcomes attrib to adv event correction to field b5: describe event or problem correction to field h6: impact codes detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.